Manufacturer narrative:
UDI #: na. The reporter has declined to provide allergan further info regarding event, product or pt details. The events of occlusion, necrosis, redness, and discolouration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Hlthcare professional reported after injection to the lips with juvederm ultra, pt developed "apparent occlusion of the superior labial artery, left lip, leading to necrosis of skin in the area surrounding the lateral point of left lip." Pt also developed "redness and discolouration of skin in this area." Pt was treated with hylase and symptoms have resolved.